Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes experienced discolored/abnormal additive form. This event occurred 22 times. The following information was provided by the initial reporter: the customer stated "that twenty two samples were spun and the sample appeared cloudy."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor plasma(hazy, lipemic) were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (sample quality/cloudiness) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples tested for applicable analytes were acceptable in terms of both precision and accuracy. All analytes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes experienced discolored/abnormal additive form. This event occurred 22 times. The following information was provided by the initial reporter: the customer stated "that twenty two samples were spun and the sample appeared cloudy."